Event description:
It was reported to philips that the system failed to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to acquire images. Customer informed that the issue was temporarily resolved by restarting the system. A review of the system logfiles found a problem with the cooling unit. Upon troubleshooting actions, the fse inspected the system onsite and observed oil on the hose connector and leakage near the cooling unit. The fse replaced the cooling unit, cleaned affected area, and tightened the hose. After these repairs, the system was returned to use in good working order. Few days later, the issue was reoccurred. The fse identified that the oil was leaked from the tube. The fse replaced the defective tube. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.